Event description:
The lay user/patient contacted lifescan (lfs) another country in 2006, and alleged that his one touch ultra meter (serial number not provided) kept giving him the apply sample icon. Lfs UK was not able to reach the patient to obtain further information since the patient is on vacation. The patient reported that while away on vacation, he attempted to use his meter on one day earlier at 8:00 pm. The meter would not count down and the apply sample icon stayed on the display. He opened a new vial of test strips, but the same issue occurred. The patient reported that he "wasn't feeling 100%" (exact symptoms not known) and since he was not able to test on his meter, he called the paramedics. He was tested on the paramedics' meter with a result of 15.8 mmol/l (284 mg/dl). After the result, he took 26 units of insulin (it is unclear if the paramedics treated him, or if he was advised to take the insulin based on their meter result). The type of insulin and his diabetes medication regimen is not provided. It is also not known if the patient felt better after taking the insulin. The duration of the meter issue is also unk. At the time of troubleshooting, it was verified that this was not a new product. The patient's technique for sample application was reviewed to be correct. He was asked to retest with a new test strip and the test strip drew the sample into the test area, but the issue was not resolved and the meter did not count down. Although there is insufficient information regarding the events leading to the symptoms, this complaint is reported because the patient was not able to test on the meter (issue unresolved) at the time of concern. He was tested on the paramedics' meter and took insulin based on that result. A replacement meter was sent to the lay user/patient.

Manufacturer narrative:
Device ID (other#) is 1-av-1086.